Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Magnet missing from knee end effector.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. The event reported that a partial knee end effector's magnet was found missing from the trigger. No harm was reported. Unable to perform as the part was unavailable. Unable to perform as the part was unavailable to confirm reported s/n or l/n. The s/n could not be found in the DHR (receiving records) nor erp system. It is possible, the incorrect information was reported. Unable to perform as the part was unavailable to confirm reported s/n or l/n. The s/n could not be found in the DHR (receiving records) nor erp system. It is possible, the incorrect information was reported. The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. (B)(4) has been closed for the failure mode of magnet disassociation exceeding the acceptable occurrence rate. CAPA (B)(4) has been initiated for the failure mode. The device was not returned for evaluation.

Event description:
Magnet missing from knee end effector.